Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" error during testing. There was no patient involvement.

Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were " high pressure" with multiple "power down", "pump turned off" and "pump turned on" messages. A functional check and visual inspection were conducted. The reported issue was able to be verified. The pump was found to be "double beeping" on power up when batteries were inserted. Fluid ingressions were found on the pump by the chassis bade of the occlusion sensor. The issue was caused by fluid ingression and was user induced. The downstream occlusion sensor will be replaced.